Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The tank was replaced and was vented twice without resolution. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.